Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old male patient was attempting to have an impella 5.5 implant and the catheter was unable to pass through the brachial cephalic. The impella 5.5 was removed and the catheter kinked. The team did not feel the pump was able to be reused due to the kink.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. Clinical details states that the catheter kinked during insertion and was not used. Therefore, the root cause of the delivery issue was user-related.